Event description:
The device was used during a laparoscopic hernia repair procedure. Reportedly, the staples did not form properly and prefired. The surgeon used another instrument to complete the procedure. The hospital has reported no patient injury occurred.

Manufacturer narrative:
07/26/1999-supplemental report #1 sent to FDA. Device not available for eval.